Event description:
It was reported that a pt sustained a burn on her upper left arm. Padding was not used during the scan.

Manufacturer narrative:
A ge field engineer evaluated the system and found no evidence of system malfunction. It was reported that the pt was not padded during the scan. The operator's manual for the system contains proper pt padding instructions.